Event description:
Just after the indeflator was attached to the hub of the stent delivery system (sds) it was noticed that the hub was cracked. The intended target lesion is unk. There was no damage noticed to the packaging when opened. The product looked normal when taken from the packaging. The device was not advanced into the pt. The defect was detected after the connection on the inflator. There was no mishandling of the product and there was no excessive force used to connect the indeflator to the hub. The brand of indeflator used is unk. There was no reported injury to the pt. The lesion was successfully treated with another device.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.